Event description:
Pt diagnosed with sinoatrial node dysfunction. Placement of permanent pacemaker and pacemaker lead accomplished 1-15-96. Pt had continued intermittent failure to capture. During revision procedure 1-16-96 physician determined insulation break in outer insulation of the lead. The lead was removed intact and replaced by a new atrial lead in the right atrium with fluoroscopic guidance.